Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a pocket revision was scheduled for today and completed successfully. The pump was unsecured in the pocket, with tangled pump segment due to flipping. The physician replaced the pump segment. The catheter successfully aspirated, and the pump was re-secured in the abdomen. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780, serial#: (B)(6), ubd: 2026-09-30, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug (2 mg /ml at 0.2398 mg/day) via an implantable pump. It was reported that the pump was flipping in pocket in the patient's abdomen. There were no known external factors involved and no troubleshooting was performed. The pump was flipped in the healthcare provider (hcp) office and the hcp was able to flip it back. A revision is planned for (B)(6) 2025. The issue was not resolved.